Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath into the patient's right femoral artery. During the intra-aortic balloon pump (iabp) therapy, the pump (ac2w s/n (B)(4)) repeatedly alarmed "helium loss alert." The iabp therapy was finished and the iab was removed. There was no reported patient death or injury. Medical/surgical intervention was not required. The iab was not replaced. There was no reported iabp delay or interruption. There were no reported patient complications. The patient outcome is ok. Additional information received on (B)(4) 2011 from the complaint coordinator stated "the md stated that it was obvious that the therapy would be given for a short time (1 hour), therefore, he decided not to replace the catheter."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.